Manufacturer narrative:
Continuation of d10: product ID 7489-51, serial# (B)(6), explanted: (B)(6) 2024, product type extension. Product ID 7489-51, serial# (B)(6), explanted: (B)(6) 2024, product type extension. Product ID neu_adaptor_acc, serial# unknown, explanted: (B)(6) 2024, product type accessory. H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the two extensions and adapter were removed and a new y-extension was implanted on (B)(6) 2024. A new blank plug was used in the free channel8-15 of the ins. The ins inputs were checked for fluid and tissue. No tissue could be detected in the channels with the naked eye.

Manufacturer narrative:
H3. Device analysis for extension nhu202696v revealed no anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Device analysis for extension nhu202697v revealed no anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Device analysis for the adaptor revealed no anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. H6 codes belong to the extensions and adaptor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: the country of origin is germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the patient experienced tingling at the ins pocket when the ins was on. There were no external factors that might have led/contributed to this issue. Impedances were measured and all impedances were green. The representative changed the stimulation parameters and the issue was resolved. The cause of the tingling at the ins sit was not determined.